Event description:
It was reported that during the procedure for a routine generator change out, there was an unsuccessful attempt for a right ventricular (rv) lead revision. The lead had high/unacceptable thresholds. However, the physician was unable to obtain venous access. Therefore, the previously implanted right ventricular (rv) lead was reused and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(4) 2006, explanted: (B)(6) 2013. (B)(4).